Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing with atrial pacing, increased sensing integrity counter (sic), and noise in several non-sustained episodes. Additionally, undefined high pacing impedance was noted. A fracture the rv lead was suspected. The rv lead was reprogrammed. An rv lead revision is planned; however, the rv lead remains implanted/out of service until the procedure occurs. No patient complications have been reported as a result of this event.